Event description:
It was reported that this patient has a history of multiple shocks and anti-tachycardia pacing (atp). The physician requested a technical service (ts) analysis to determine whether these events were inappropriate. However, due to the data storage algorithm, these events were over-written and the electrocardiogram (egm) data was unable to be reviewed. These previous shocks and atp therapies were later confirmed to be appropriate. Recently, the physician noted an egm event with over-sensed right ventricular (rv) lead noise and variable amplitude morphology. It was hypothesized that the rv lead conductor had fractured. Ts reviewed this episode and recommended thorough rv lead integrity testing with provocative maneuvers and diagnostic imaging. Fluoroscopic imaging was performed which did not show a rv lead fracture. However, due to the recent over-sensed non-physiological signals and decreased pacing impedance measurements, the physician elected to surgically cap and abandon this rv lead. A new replacement lead was subsequently implanted to resolve the event. At this time, the rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has a history of multiple shocks and anti-tachycardia pacing. The physician requested a technical service (ts) analysis to determine whether these events were inappropriate. However, due to the data storage algorithm, these events were over-written and the electrocardiogram (egm) data was unable to be reviewed. Recently, the physician noted an egm event with over-sensed right ventricular (rv) lead noise and variable amplitude morphology. It was hypothesized that the rv lead conductor had fractured. Ts reviewed this episode and recommended thorough rv lead integrity testing with provocative maneuvers and diagnostic imaging. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.